Event description:
It was reported that during a venacure evlt procedure that an eighteen inch tube was retained inside the reporter. The retained fragment caused sever pain. The tube was discovered two days postop on (B)(6) 2025 and was removed on (B)(6) 2025. The doctor alleges to the reporter that it was a device malfunction. The reporter is concerned that the doctor maybe also at fault due to having such a large device being left inside of her. Ref report: mw5171803.